Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 04/23/2014 with the following findings:visual inspection revealed that the battery compartment was cracked from the opening of the compartment to the primary seal. The returned battery cap was able to fully tighten and there were no power issues observed. Unrelated to the battery compartment issue, the keypad cover was observed to be lifting and peeling below the ok keypad button. All buttons responded appropriately to button presses and no other keypad defects were observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was damaged. This report is made based on results of investigation completed on 04/23/2014.